Manufacturer narrative:
This supplemental report is being submitted to provide the results of review of the scope reprocessing, and of review of the sampling technique for the positive culture sample. The olympus ess (endoscopy support specialist) performed a review of the reprocessing technique. The ess noted that the user facility uses a third party flushing pump instead of the reprocessing steps and equipment specified for manual cleaning / flushing, and for post-aer flushing and rinsing. The user facility does not sterilize scopes. Independently, the sampling technique and circumstances for the sample were reviewed. A deviation was noted; a cardboard shipping box had been brought into the room from outside the room. It was also not verified whether the air conditioning system had a suitable filter maintained at regular intervals. As a correction, the sampling personnel were retrained.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. After the ethylene oxide (eto) sterilization, the device was returned to the service center for a evaluation.  A visual inspection was performed on the returned device and when inspected with an olympus boroscope, it was unable to identify any signs of foreign stain, objects or substance inside the biopsy channel wall and suction channel wall. The instrument channel was inspected and there were no signs of foreign stain/substance on bending section cover, bending section cover glue, insertion tube, distal end cover, light guide lens and objective lens. The scope passed the leak test. However, there is evidence of (blue) debris stuck on the elevator forceps raiser. The most probable cause of the debris is due to improper reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, scope inspection was performed at third party laboratory. Below is the summary case report for this scope. Enterococcus faecalis is intestinal flora. Other two samples collected at the site same day were positive for high concern organisms (enterococcus faecalis, pseudomonas stutzeri and streptococcus agalactiae). Outside of the reprocessing procedure review, it was reported by olympus staff that the washing tube connecting the scope and the aer was observed to be detached on several occasions. Persistent enterococcus faecalis was not detected during re-culturing. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following; probably contamination due to insufficient reprocessing because of occurrence of the unique species (microbiological analysis). Detachment of washing tube observed on-site may be indicative of insufficient reprocessing (reprocessing procedure review). Enterococcus faecalis detected from another scope at the same site same day may be also indicative of cross contamination.

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved, as well as the user facility reprocessing practices, and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested (B)(6) for enterococcus faecalis, (B)(6) and bervibacterium species. With regard to reprocessing: the user facility uses a medivators dsd edge automated reprocessor.